Event description:
A surgeon reported that a study patient was experiencing blurry vision following intraocular lens (iol) implant surgery. Corneal edema, aqueous cells and raised intraocular pressures (iop) were noted at the patient's one-day post operative visit. No treatment was reported for these conditions. Six weeks following the initial surgery, posterior capsular opacity (pco) was noted. The surgeon also reported the use of an unapproved cartridge during the surgery.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an unapproved cartridge was used during the procedure. There were no other complaints reported for this lot. (B)(4).